Event description:
It was reported that after an implant procedure of this right atrial (ra) lead, when the lead was tested post operative there was observations of high thresholds which resulted in loss of capture. A chest x-ray was performed and it appeared that the lead had fractured. Due to the patient having corona they were not able to confirm the fracture. After the patients corona isolation period was over, the device was checked and thresholds and impedances were within range. The physician elected to continue to monitor and not to re-operate at this time. At this time, the ra lead remains in service. No adverse patient effects were reported.